Event description:
Reporter indicated a vns pt has pain in her neck and the lead seems to be moving. The pt is very skinny so lead can be seen protruding out of the patient's neck. Diagnostic test were all normal. The manufacturer reviewed x-rays and no strain relief bend or loop were visualized. Additionally, the negative electrode does not appear to be in vertical alignment with the positive electrode as typically seen. Good faith attempts to obtain additional info have been unsuccessful to date.